Event description:
It was reported that the left monitor of the 9800 system intermittently is going black and will not always function after reboot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Performed a system check and the specified failure could not be duplicated. System functions as intended. If additional information becomes available, it will be reported as required.